Event description:
It was reported that the right ventricular lead exhibited oversensing noise and inappropriate atp. The lead did not dislodge. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events were oversensing noise and inappropriate atp. As received, a partial lead (only connector portion) was returned in one piece. The reported event of oversensing noise was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage.

Event description:
New information noted that the lead dislodged.

Event description:
It was reported that the right ventricular lead exhibited oversensing noise and inappropriate atp. The lead was explanted and replaced. There were no patient consequences.